Manufacturer narrative:
The device has been returned for evaluation. Visual inspection of the returned product revealed the purge sidearm had been removed and a purge bypass was put in place. Additionally, there was a significant catheter kink next to the kink protector of the red pump handle. No other damage or abnormalities were found.the cause of the purge leak was most likely sidearm yellow luer damage due to sodium bicarbonate use. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The us complainant had a 5.5 supporting a patient for 33 days when the purge system had to be bypassed due to a leak. The pump still supports the patient despite the bypass without harm or injury.